Manufacturer narrative:
The unit received a motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed the off no power test. The following physical damage was noted: cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while watching tv. The patient's blood glucose at the time of incident was 127 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared flush. The insulin pump was returned for analysis.